Event description:
The customer reported that erroneously elevated cardiac troponin (accutni) results were generated on an access 2 immunoassay system for a single patient across multiple days. This report represents the erroneously elevated accutni result, within the risk stratification range, which was generated on (B)(6) 2012. The elevated accutni result was released from the laboratory, and the patient was subjected to an electrocardiogram (ECG)/EKG as a result of the elevated accutni result. The ECG/EKG testing results were regarded as normal with no depletion or elevation present. The patient was also not experiencing chest pains. Beckman coulter inc. Assessment of customer supplied patient data indicated that additional assay results were provided, however these results were not in question in association with this event. The sample was collected in a plasma lithium heparin tube with gel separator, was stored at room temperature and tested from the primary tube within a few hours of collection. The sample was centrifuged at room temperature prior to testing. There were no sample quality issues noted. Beckman coulter inc. Assessment of customer provided instrument assay performance information indicated that all accutni quality control (qc) values were within the customer's established ranges during the timeframe of the event. A calibration performed on the day of this event generated a calibration curve which was accepted as passing and had acceptable % coefficient of variations. Beckman coulter inc. Assessment of customer provided instrument assay performance information indicated that a routine system check performed prior to the event met instrument specifications. The customer indicated that there were no error messages reported to the instrument log.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) performed a high sensitivity system check which passed within instrument specifications. Beckman coulter inc. Assessment and investigation of the issue is ongoing. A definitive root cause has not been determined to date for this event. Associated mdrs: 2122870-2012-00517, 2122870-2012-00563, 2122870-2012-00564, 2122870-2012-00622.

Manufacturer narrative:
Involved patient samples were returned to beckman coulter for assessment. Testing at the beckman coulter customer product line support laboratory with interference eliminating proteins confirmed the existence of a patient source interferent for the samples received from the customer. The interference likely related to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Similar to heterophile antibodies, the results do not correlate with the clinical status of the patient. Beckman coulter inc. Labeling possesses a limitation statement ((B)(4)) : "other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Carefully evaluate the results of patients suspected of having these types of interferences". The cause of the erroneous accutni results involved in this event was patient sample interference. Changed from the beckman coulter inc. (B)(4) address to the beckman coulter inc. (B)(4) address (B)(4).